Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported there was a dialyzer blood leak. Treatment was discontinued and no blood was returned to the patient. According to the clinic manager, within 2-3 minutes of treatment initiation, as soon as the blood reached the dialyzer, the machine alarmed for a blood leak. The leak was visualized as a light pink within the hansen connector at the arterial header. Blood flow rate was 450 mls/minute; dialysate flow rate was 700 mls/minute. Estimated blood loss was 233 mls. Patient was asymptomatic, did not experience complications, and was fine without any medical intervention. Treatment was completed on a new machine. Sample available.